Event description:
Pt was receiving an arsenic-based chemotherapy drug. The IV cassette ruptured while infusing resulting in fluid running into the plum IV pump mechanism and into another plum IV pump on the IV stand. The liquid was leaking through the diaphragm where it appeared to be split or cracked. The secondary port cap was securely in place. The two IV pumps as well as the tubing had to be boxed, bagged and disposed of by the hazardous materials dept. The facility determined that there was no suitable process for decontamination.